Manufacturer narrative:
November 19, 2015 10:02 am (gmt-5:00) added by (B)(6): (B)(4). A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
When cleaning cycle was run, ice was not produced as is necessary in this unit. (B)(4).

Manufacturer narrative:
A maquet field service technician was on site and investigated the unit. The technician noticed that the compressor on the unit would not come on. After troubleshooting the technician found that the power supply was not supplying the proper power to the compressor. The technician replaced the faulty power supply and verified that the unit was making ice. The unit was calibrated, function and safety tested to factory specifications. Maquet cardiopulmonary (B)(4) requested the defective power supply back for a root cause analysis. After the investigation results becomes available a supplemental medwatch will be submitted.

Event description:
(B)(4).